Event description:
Additional information was received: the battery voltage was 2.19 v. The device had returned to storage mode and not ship mode as reported. A replacement procedure was performed. This device was removed and replaced. It is unknown whether the device will be returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, after seventy-seven months of implant, this cardioverter defibrillator (ICD) device displayed end of life (eol) status and had returned to "ship mode." When the device was implanted; successful defibrillation threshold testing had been performed and the device was in monitor + therapy mode. The patient with this device is not dependent. A replacement procedure is scheduled in the near future. This device has been implanted for seventy-seven months. No adverse patient effects were reported.

Manufacturer narrative:
Should this device be returned, this device will be updated.

Manufacturer narrative:
As of this date, the device remains implanted. When the device has been returned, analysis will be performed and this event will be updated.